Event description:
It was reported that the patient accidentally struck the ilet pump against a ladder, resulting in a damaged touchscreen with lines across the display and an unusable screen, consistent with a device fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage to the touchscreen component, aligning with a fracture-type device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.